Event description:
It was reported via int'l report #02-00a (austria) that the cuff on a one (1) 8 fen device was sticky and discolored. There was no reported pt involvement. As of the date of this report, the device has not been returned to the MFR.